Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
It was reported that the feeding catheter has been seriously detached from its distal end while using in pt.